Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified cephalic vein. After inserting a non-bsc introducer sheath, a non-bsc guidewire was used to cross the lesion. A 5.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a 5mmx 4cm sterling balloon catheter. No patient complications nor injuries were reported, and the patient condition was good.